Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during normal dialysis a few days after implantation, when the syringe was connected, a liquid leakage was found at the blue luer adapter, and the blue (venous) adapter was observed to be cracked. There was nothing unusual observed prior to use. Flushing was done prior to use with normal results. The catheter was not repaired. There was no instrument used to loosen or tighten the device. There was no cleaning agent used on the device; betadine was used for disinfection. Tego was not utilized. The insertion site was treated prior to product placement. There were no other products being utilized with the device. No excessive force was used on the device. There was no intervention/treatment required as a result of the event. There was no blood loss, and blood transfusion was not required. As a remedial action, the reported product was replaced. There was no reported patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that there was a crack on the venous luer adapter. It was reported that the luer adapter was cracked and leaking. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur from overtightening the adapter. Overtightening the luer adapter can cause excess stress on it, which can lead to cracks/breaks in the material. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during normal dialysis a few days after implantation, when the syringe was connected, a liquid leakage was found at the blue luer adapter, and the blue (venous) adapter was observed to be cracked. There was nothing unusual observed prior to use. Flushing was done prior to use with normal results. The catheter was not repaired. There was no instrument used to loosen or tighten the device. There was no cleaning agent used on the device; betadine was used for disinfection. Tego was not utilized. The insertion site was treated prior to product placement. There were no other products being utilized with the device., no excessive force was used on the device. There was no intervention/treatment required as a result of the event. There was no blood loss, and blood transfusion was not required. As a remedial action, the reported product was replaced. The treatment proceeded and was completed after the remedial action was done. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that there was a crack on the luer adapter. The placement of the crack suggests it was created by overtightening the adapter. Overtightening the luer adapter can cause excess stress on it which can lead to cracks/breaks in the material. It was reported that the luer adapter was leaking and cracked. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.